Manufacturer narrative:
(B)(4). It was reported that the graphic user interface(gui) power on self test (post) failed. The gui central processing unit (cpu), both backlight invertor boards were replaced and software was loaded. All performed calibrations and tests passed per the ventilator service manual at the time of service.

Event description:
It was reported that during patient use, the ventilator's display went blank. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm.

Manufacturer narrative:
(B)(4). Covidien field service engineer (fse) inspected the device and verified the alleged malfunction. The graphical user interface (gui), breath delivery unit (bdu) and the backlight inverter (bli) printed circuit boards (pcbs) were replaced. The ventilator software was upgraded to the latest revision. The ventilator passes all testing.